Event description:
The customer reported that all waveforms disappeared off the screen and did not return. The pt was being monitored via pads at the time. No ECG leads were applied.

Manufacturer narrative:
The customer reported that all waveforms disappeared off the screen and did not return. The pt was being monitored via pads at the time. No ECG leads were applied. A philips field service engineer evaluated the device at the customer site and confirmed the failure. Replacing the therapy pca, processor pca and therapy cable resolved the issue.